Event description:
It was reported that during placement of a peripherally inserted central catheter (PICC), the catheter had a pin hole at the juncture of the bottom of the suture wing. The catheter was successfully removed and no further patient complications have occurred with this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine if it met specifications. As a lot number for this device was not provided, a device history search could not be performed. Co is unable to determine the relationship between the device and the cause for this event. User technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause of this event. Co dirctions for use outline appropriate, access and maintenance procedures.